Event description:
Patient states about ten months ago he noticed transport chair was not rolling properly. He observed front caster stem was bent and could not relate any event which could have resulted in same. Patient removed front caster. No fall, no injury, no adverse consequences.